Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00324. It was reported the patient was unable to enter into MRI mode due to high impedances on one lead. It was reported the patient lost therapy due to not charging the ipg. As such, surgical intervention was undertaken and the lead and ipg were explanted and replaced to address the issues.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.